Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated they did received a low battery alert prior to the off no power alert. Customer stated it was less than 24 hours from the low battery alert to the off no power alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On july 13, 2022 customer alleged the device having battery power loss alarm. Device passed operating currents, self-test, and displacement test. No unexpected battery power loss alarm during testing noted. However, device received unexpected restart. A cold reset was performed alarmed after battery change and resets time/date to factory default. Device history download using thds was successful. However, displayable history crc check failed on startup alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Displayable history crc check failed on startup alarms are due to the device not having power for a long period of time. Device was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Swapping out test interface boards confirms unexpected restart. A cold reset was performed. Alarmed and measure c13 voltage leak at interface board. Device had scratched case, cracked reservoir tube lip, cracked battery tube threads, missing address/serial number label, stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. In conclusion, battery power loss alarm not confirmed. However, device received unexpected restart. A cold reset was performed alarmed after battery change and resets time/date to factory default is isolated to interface board was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.